Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to discomfort at implant site. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 08, 2022.

Manufacturer narrative:
This report is submitted on october 06, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 6, 2022.